Event description:
It was reported that lead safety switch (lss) from a bipolar to a unipolar sensing configuration occurred on the pacemaker due to high, out-of-range pace impedance measurements of 2955 ohms on this scientific right atrial (ra) lead. There were also inappropriate atrial tachy response (atr) episodes due to oversensing of r or t-waves on the atrial electrogram (egm) along with some noise. The pacemaker and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).